Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09446. It was reported the patient experienced ineffective therapy in their left knee. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the physician attempted to place a new drg lead in left, l3. While attempting to place the new lead, a cerebrospinal fluid leak occurred (reference reg report: 1627487-2019-09444). As a result, the physician opted to place the new lead in left, l5. Effective therapy was established post-op. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.